Manufacturer narrative:
The complaint device was returned for analysis. A visual and tactile examination of the returned device identified no kinks or damage. An examination of the balloon material identified no tears or holes in the balloon. The device was attached to an encore inflation unit. During an attempt to inflate the balloon, liquid was found to be leaking out from the tip of the device. When the tip was plugged the balloon partially inflated before liquid leaked out through the wire port in the hub. This leak in the catheter is consistent with a leak path having occurred between the inflation and wire lumens. Using a blade, the balloon was removed and an examination of the lapweld fingers and markerbands identified no damage. The encore was attached to guidewire port in the hub and the tip was plugged. Air bubbles were noted leaking out at the lapweld, confirming that a breach was present between the inflation and wire lumens at the lapweld site. The lapweld was dissected to expose the breach in the lumen. No other issues were noted with the device. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures/current controls as per the product specification; however, an analysis of the returned device confirmed a leak in the lapweld area of the catheter. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous internal vein shunt. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 6.0 x 40, 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous internal vein shunt. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 6.0 x 40, 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was stable.